Manufacturer narrative:
The device was returned for analysis. The entrapment of device cannot be replicated in a lab environment. The difficult to open or close and break were confirmed. The foot was noted to be dislocated from the guide. The mechanical jam was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as possible adverse event of use of the device. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. According to account there was calcification at the access site. In this case, based on the case details and the returned device, it is likely, tissue or calcification was between the foot and guide bridge. In this condition, the foot will ¿surf¿ or pop out of its stored location. This would explain the dislocation of the foot from the guide. The difficulty closing the foot would be a symptom of the dislocation. The mechanical jam is likely a symptom of the calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a proglide after a percutaneous coronary intervention using an 8f sheath. Reportedly, the plunger was not able to be pushed all the way down. The footplate lever would not go down. The footplate would not retract into the guide. There was resistance removing the device. Surgery was performed to remove the device where tissue damage was noted and the foot looked partially dislocated from the device. Surgery was used to repair the tissue damage and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: subsequent to filing the initial report, it was noted that the following codes were inadvertently left off of the report: component code, type of investigation, investigation findings, investigation conclusions